Event description:
The customer reported that the 7700 system would not boot up. No patient injury was reported.

Manufacturer narrative:
The manufacturer's service representative performed an onsite investigation. The control board was repaired and the power supply outlet was checked. The system was tested and operates as intended.